Event description:
Per the clinic, imaging revealed (date not reported) that the electrode was extracochlear; resulting in a decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed november 4, 2014.

Manufacturer narrative:
(B)(4).